Event description:
A malfunction, identified by the code "malf 12," was reported by a customer, who indicated that the issue did not cause any adverse impact to their blood glucose levels. The malfunction occurred multiple times, and the customer had not reset the pump in the past 24 hours. Technical support decided to replace the pump, which was under warranty, and instructed the customer to use an alternate insulin delivery method. The customer was guided on how to put the pump into storage mode and return it using a pre-paid label within 10 days.